Manufacturer narrative:
The device was returned for investigation. We were unable to confirm the customer complaint that there was smoke coming from the machine. However, upon receipt it was noted that both the input and output temperature probe sensors were contaminated with blood. This may cause over temperature if the temperature probes are not cleaned according to the instructions provided in the operator's manual, as it could cause the system to misread the fluid temperature. The operator's manual states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." A review of the manufacturing records for this serial number indicated nothing notable. The report provided by the user indicated that the following types of infusates were administered during the procedure: packed red blood cells, fresh frozen plasma, and crystalloid. The user facility has been contacted for additional information, as certain crystalloids such as lactated ringer's are contraindicated and may lead to clot formation inside the heat exchanger. The user facility reported that the event did not contribute to patient injury. Should additional information become available, a supplemental report will be submitted.

Event description:
We received a medwatch report from the department of health and human services, in which the user facility reported the following: "during the procedure, staff noted smoke coming from the machine, which was immediately shut off and disconnected from patient. A different rapid infuser was obtained and the case continued without further incident from the replacement."